Event description:
During morning rounds at 0800 the rn found the patient with recombinant tissue plasminogen activator (t-pa) infusing via pump was turned off. The pump was last checked at 0500 and noted to be working. At 0800 the pump was noted not to be plugged in to the wall. A low battery alarm did not alarm.